Event description:
It was reported that the ipg was unable to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. A replacement ipg resolved the issue.